Event description:
The customer called to report that the pump was not given an audio tone. It was indicated that the self test was performed and the pump did not sound during the tone test. However, the pump did vibrate, at that time, the customer was advised that the pump will be replaced.